Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented and broken, the lower case was broken, the battery release was contaminated, the bail covers, ring cover, bails and ring were missing, the battery contacts were compressed, and the keyboard was scratched. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.